Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is(B)(4) . Approximate age of device- 1 year and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient upgraded to class 1a due to concern of potential thrombus and underwent a heart transplant on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) did not reveal any device-related issues, and a direct correlation between the pump and the reported event could not conclusively be established through this evaluation. The device was returned assembled with the pump cable severed 8 inches from the pump housing and the remainder of the pump cable was returned. The modular cable was not returned with the device. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow bend relief was disengaged from the outflow graft hardware. The apical cuff was returned and engaged with the cuff lock. Upon disassembly of the returned device, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvas event and periodic system controller log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.